Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. About six months later, on (B)(6) 2012, the patient underwent a revision. The mesh had separated from the tacks that were used to hold the mesh in place. The mesh was not attached to the tacks and it herniated through the original site. A different type of mesh was used for the revision. The patient had developed serious adhesions which were removed by the surgeon. The patient's surgical outcome is unknown at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.